Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of data confirmed the intermittent out of range. Data was received (B)(4) 2013.

Manufacturer narrative:
(B)(4).evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal. A transmitter (sn (B)(4); mfg date: 8/7/2013) was also returned for evaluation and there was no problem found.